Manufacturer narrative:
The mount is a bundled device with implant boes506. This event is captured on medwatch (B)(4) that was submitted on (B)(6)2019. No further medwatch under this number will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient weight unknown. Brand name is unknown. Catalog number and lot number are unknown.

Event description:
It is reported that the mount did not disengage from the implant at placement. The mount and implant was removed. No other implant was placed in the surgery. Tooth site was #19.